Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "10 min procedure extension" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, it is possible the phenomenon "error code e226" occurred due to temporary poor contact, leading to prolongation of the procedure, as events have been resolved with cleaning of the jacket. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: [5.3 connection of an endoscope] "make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic procedure intervention of the sinus, when connecting the visera elite ii video system center, the device exhibited scope communication error e226, and loss of image was noted. The procedure was delayed by 10 minutes and completed with the same set of equipment following cleaning the connector of subject device and the connected camera. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.